Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that clogging in the suction tube within the universal cord caused foreign objects to come out of the suction port. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. There was no damage to the area where the foreign material was detected. It is likely that the foreign material remained because the reprocessing was not properly carried out in accordance with the instruction for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). The instruction manual operation manual, ¿gif-xz1200, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-xz1200, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.